Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that a cannula broke inside a 27g trocar during a vitrectomy surgery. There was no impact on the patient. The trocar was replaced by a 25g trocar. Additional information has been requested.

Manufacturer narrative:
A device history record showed the product was released per product specifications. The returned sample was visually inspected and the infusion cannula tip was broken at the hub. A microscopic examination of the infusion cannula hub identified multiple scratches and an indentation on the surface consistent with what a surgical instrument would make if it came into contact with the component. At the point of fracture, the surface was uneven and the steel appeared as if was pulled as thin pieces of the cannula material could be see hanging where the tip broke off. The tip outer diameter was measured and verified to be within specifications. An attempt was made to perform a fit test at different orientations with the trocar cannula, however, the broken cannula tip was unable to be properly evaluated based on the small size of the sample. The root cause of the reported event could not be determined conclusively. However, a potential root cause is customer misuse of the device. Trocar: (B)(4). A device history record review showed the product was released per product specifications. The returned sample was visually inspected and it was found to be conforming. The trocar cannula part inspected was found nonconforming. The nonconformance was unrelated to the reported issue for this complaint. The returned sample was found conforming, therefore, the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received at manufacturing site. The investigation is in progress.

Event description:
Additional information received from the reporter. The cannula which broke inside the trocar was the infusion cannula.